Event description:
A valiant thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of an 8.8 cm dissected false lumen in the thoracic aorta (B)(6) ago. The native aorta between the lsa and lcc is 33 mm, the proximal neck diameter is 33 mm, distal to the dissection the aorta is 31 mm in diameter and the diameter of the aorta at the celiac axis was 50 mm. A CT performed (B)(6) post implantation revealed that there was an unk endoleak present. The diameter of the aorta distal to the dissection has dilated from 31 mm to 37 mm in diameter and the diameter at the celiac axis has dilated from 50 mm to 64 mm in diameter due to disease progression. Another CT and an angiogram were performed (B)(6) later and it showed that there was a type iii endoleak coming from between the two devices (ref 2953200-2011-01222). The dissection in the false lumen has enlarged to 9.6 cm in diameter. The pt has refused to undergo secondary intervention. There was also report of bleeding from the right femoral artery (B)(6) post angiogram which was surgically repaired and the pt recovered. No further clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (disease progression with aorta dilatation). Conclusions: (disease progression with aorta dilatation).